Event description:
It was reported that the device had pressure sensor circuit test failure 354.6770 calibration and accuracy failed. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16 additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, annex a: a040601, a040507 annex b: b01 annex c: c23 annex d: d02 annex g: g04061 a follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had pressure sensor circuit test failure 354.6770 calibration and accuracy failed. There was no patient involvement.